Event description:
Related to MFR report# 2183959-2011-00118. On or about (B)(6) 2010, the pt was implanted with an ams elevate anterior and apical system with the intention of treating her pelvic organ prolapse and stress urinary incontinence. "After, and as a result of the implantation, the pt suffered serious bodily injuries, including, but not limited to, vaginal pain, pelvic pain, rectal pain, vaginal prolapse, add'l surgeries and other injuries." The pt had a surgery on (B)(6) 2010 to remove the graft, however, the entire graft was not removed and an add'l surgery took place on or about (B)(6) 2010. The entire graft was not able to be removed at this surgery and an add'l graft product was implanted as a result of the pt's rectocele condition. It was also reported that the pt "has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.